Event description:
Caller reported cgm error 42, which involved issues with the continuous glucose monitor. Blood glucose level was not adversely impacted as the monitor issues were resolved without further complications. Technical support provided complete pump reset information and guided the caller through the reset process, after which the pump no longer displayed error codes, and the caller successfully commenced their sensor session.